Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had expired. There was no reported information regarding the cause of death and/or the pump. There was no reported device malfunction. Although requested, no additional information regarding the death was provided.